Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure, a stent migration occurred. The target lesion was a benign biliary stricture in the distal common bile duct. An rx ws permalume 10 x 60mm stent was implanted to treat the target stricture. At an unspecified time following stent placement, the patient experienced jaundice. During a planned stricture revision procedure performed 48 days after implant, it was noticed the stent had migrated to an unspecified location. The stent was removed using rat tooth forceps. An unspecified size of "sems" was implanted. No additional patient complications have been reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.